Event description:
It was reported that syringe 1.0ml 29ga 1/2in 10bag 500 pl/wg experienced difficult aspiration, and difficult plunger rod movement. The following information was provided by the initial reporter: I returned consumer's call. Consumer stated that the plunger rod is difficult to move. Consumer also stated that the needle is crooked/bent. Consumer does not re-use.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1018509. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that syringe 1.0ml 29ga 1/2in 10bag 500 pl/wg experienced difficult aspiration, and difficult plunger rod movement. The following information was provided by the initial reporter: I returned consumer's call. Consumer stated that the plunger rod is difficult to move. Consumer also stated that the needle is crooked/bent. Consumer does not re-use.